Event description:
User purchased 3 gum crayola toothbrushes for their kids. They noticed that the brushes were quite rough/hard. Within 2 weeks the bristles were loose and pieces were falling out. They stopped letting them use these toothbrushes because they don't want them swallowing any small bristles parts. They never had this issue with the adult toothbrushes.